Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient¿s representative who reported that the pump was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via hospital and operative notes. It was reported that the patient was admitted on (B)(6) 2025. The pump was implanted in the patient¿s right buttocks/hip region. The patient¿s history of present illness was noted to be that the patient was ¿a 58-year-old women who is examined for her chronic lumbar pain that has been treated (successfully) with an implanted infusion pump for intrathecal opiates. The patient had previously been in a motor vehicle accident requiring an l1 corpectomy with instrumentation and fusion and was left with chronic pain from this trauma. The medtronic synchromed pump was implanted more than 5 years ago and had reached its normal end of life due to battery failure (average life is 5-7 years depending on volume administered). The pump was turned off by her pain management physician to prevent any aberrant infusion of her intrathecal dilaudid. Her pain is significant enough that she had presented to the emergency department several times for treatment of this¿. Pump replacement was recommended and the patient agreed. The patient was taken to surgery on (B)(6) 2025. When the pump was brought out of the pocket ¿it could be seen that there had been a significant force applied to the base of the pump (from a fall) denting it and metal shaving it somewhat¿. The catheter was then disconnected from the pump and tested and found to have excellent csf (cerebrospinal fluid) flow. A new pump was implanted on the right side of the patient¿s abdomen.

Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the caller stated the patient's pain pump had failed. The caller clarified the pump was permanently shut down on (B)(6) 2025 and caller read service code 226 on the session report print outdated (B)(6) 2025 that they got afterwards. The caller stated the patient was in critical condition and had been in the emergency room (ER) all week but they keep kicking the patient out but the patient was probably going to have to go back. When the agent inquired managing physician, the patient provided but stated that they do not deal with them and had their pump refilled by pentec. The caller requested physician listings. The agent emailed physician listings to the caller. The agent emailed in and fl field teams for visibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.